Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. The instruction manual warns users" always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath's insulated distal tip." If the device is returned or additional information becomes available at a later time this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, the tip of the device broke off and fell inside the patient's bladder. The physician retrieved the broken tip from the patient's bladder. It is unknown at this time what device was used to retrieve the broken tip. The procedure was completed with another similar device. No patient injury was reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the lot number as cm and provide the investigation results for the device. The device referenced in this report was returned to olympus for evaluation. A physical inspection of the device found that the insulating tip was broken off. The inner sheath was also bent and the release button has a portion that was broken off. The broken pieces were not returned with the device. This type of tip breakage is most likely related to the operator's technique or due to impact damage during use.